Event description:
It was reported that during a gyn procedure, the clips were not forming properly and scissoring. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.